Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A ventilator was reported failing pressure transducer test in pre-use checks. Our field service engineer investigated the ventilator on site and found issues in the expiratory pressure transducers. The failing pressure transducer printed circuit boards (pcb) were returned for investigation, and logs were provided. The returned could confirm that the reported issue intermittently started at (B)(6)2020. The returned pcbs were mounted in a reference ventilator for simulated use testing and the issue could not be reproduced. The pressure transducers were investigated in a microscope and no dirt was found. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Earlier investigation has shown that the dirt/particles/debris affected the offset measuring and once it was removed the pressure transducer functioned normally and no offset drift was noticed. The cause of intermittent pressure transducer fails could not be found as the issue was not reproduced, but the fails could be confirmed in the returned logs.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).